Event description:
Philips dynacad software version 4.0 has a serious defect. The adc and dwi map does not register correctly with the anatomic axial t2 map. This means that any biopsy performed based on the data can result in biopsy of the incorrect location. As far as I know, philips has not issued any warning and has not repaired the bug in version 4 unless one buys version 5. When attempting to correct the problem 'manually' and re-registering manually version 4 will crash the application almost always. This problem affects anyone whose data was processed with version 4. Those who had biopsy done should have correlations done by philips, and/or repeat biopsy, and/ or repeat free scan should be offered.